Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room due to receiving an inappropriate shock. The right ventricular (rv) lead exhibited oversensing with t-wave oversensing (twos). The lead was required to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.